Event description:
It was reported an error occurred when session sync transaction from protecta devices are interrogated in clinic. It (information technology) was directed to run device update. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.